Event description:
It was reported that in the ICU during removal of the guide wire from the pt's right subclavian, the guide wire began to "stretch and disarm". As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
Qn# (B)(4).